Event description:
The following has been reported: error message: motor rotor. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up.". This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.